Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: one photo was received by our quality team for evaluation. From the photo, a container filled with sharp waste was observed, however, the reported defect could not be seen clearly from the photos returned. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter came out of the plastic shield. The following information was provided by the initial reporter: after the insertion of the catheter, while removing back the stylet, the stylet came out of the plastic shield.